Event description:
It was reported that the resident was transferred from a bed to a chair. The resident began to slip down out of the sling and it was thought that she hit her head on the base assembly. As a consequence of the event, the resident sustained two lacerations to the back of the head. An ambulance took the resident to the emergency room. On (B)(6) 2024 patient passed away.